Event description:
It was reported that during central processing, the mega suturecut needle driver instrument's tip was completely broken off. The tip was located within the peel pack and had been sterilized prior to use and before being opened for use. The procedure was completed as planned with no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. Davinci xi mega suturcut needle driver was not used on a patient. A broken fragment was discovered upon opening the package the arm was in. When the package was opened, the tip was seen to be broken, the piece was located on a sterile field table where it had fallen. The customer believes that potentially, the needle driver had a fracture prior to being sterilized and either broke during sterilization or in handling after sterilization. No complaint of fragments falling in a patient during use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.192¿ x 0.114¿ was found to be broken off. The broken piece was not returned. The complaint was confirmed by failure analysis.